Manufacturer narrative:
Complaint no: (B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black spot found inside of a line of a peritoneal dialysis set/cassette. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with found an embedded particulate matter of approximately 1.5 squared millimeters on the tubing. Pressure testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.